Manufacturer narrative:
The physician used a medtronic device to complete the procedure.

Manufacturer narrative:
Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Images review three photographs were received from the account, capturing what appears to be the resolute onyx stent. Stent deformation is visible from the photographs to a number of the stent wraps with struts bunched and slightly raised. Deformation is visible to the distal shaft, with what appears to be stretching and kinking of the shaft. The stent deformation and deformation to the catheter can be confirmed as reported by the account.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a severely calcified and moderately tortuous mid - distal rca lesion exhibiting 98% stenosis. No damage was noted to device packaging . The device was not inspected and negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously implanted stent. Resistance was encountered during delivery but no excessive force used. It was reported that stent deformation occurred during positioning . It was reported that the physician did not complete the procedure. It was reported that a break / fracture occurred during advancement through the guide catheter. The device was kinked and re-straightened during use. No detached portion remains in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.